Manufacturer narrative:
Additional information received; it was clarified that the there was no sine as this was reported in error by the site. There is no allegation/malfunction/adverse event associated with the valiant navion. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a thoracic aortic dissection . Then stent was placed in zones 4 and 5, with no devices deficiencies observed. It was reported approximately 2 years and two months post the index procedure, a follow up CT scan performed, and reviewed by corelab, identified a stent-induced new entry tear (sine). The sine resolved with sequelae on the same day with no action taken. The site assessed the sine as not related to the device, index procedure or dissection. The medical monitor assessed the sine to be related to the device and the dissection but not related to the index procedure. No additional clinical sequalae were provided.